Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump passed the following testing; displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery. The drive support cap was inspected and no anomalies were noted. The device was received with the following cosmetic damage; cracked reservoir tube lip, minor scratches on the display window, and cracked case at the display window corner.

Event description:
The customer reported via phone call, she was having issues with controlling her blood glucose. It was running high as 587 mg/dl. Customer stated she didn't recall any significant events that may have caused her to have high blood glucose. Troubleshooting was performed and the customer stated the drive support was sticking out. She didn't recall pressing it. Customer was advised to discontinue use of the device, revert to her backup plan, and the device needed to be replaced. Customer agreed to return the device for analysis.